Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6 the following sections were corrected: h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. D10. Concomitants - product information: 4581777 02-010-01-0225 - logic femoral ps cem left sz 2.5; 4602883 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t; 4539615 200-02-32 - three peg patella 32mm; 4626940 204-34-02 - fluted stem extension 25l x 14 mm; 4609764 204-70-00 - tibial stem ext. Screw pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6)2022, approximately 5 years, 10 months after initial implant. Revision operative report of (B)(6) 2022- postoperative diagnosis: failed left total knee due to polyethylene recall and osteolysis. There was found to be a severely worn polyethylene of the tibial component. The patient was revised to competitor¿s devices. The patient was awakened and transferred to recovery in stable condition. The devices were not returned, there are no images provided. There is no other information available.